Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the motor drive unit connector has worn out due to frequent use. The handpiece could not be connected to the generator and the procedure could not be performed.